Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported the string broke off during use leaving the tampon inside. She was able to manually remove the tampon with no medical assistance. Multiple attempts have been made to obtain further information, however no further information has been received.